Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the analyzer had possibly presented with noise or was not recognized by the device. It was noted, however, that there was a broken piece of a patient cable inside of the connector of the device, which was stated to have possibly been the reason for return. The device passed all functional and systems tests once the broken connector was removed.

Event description:
It was reported that the analyzer either was not recognized by the programmer or presented with noise on either the atrial or ventricular channel. The analyzer has been returned for repair. No patient complications have been reported as a result of this event.